Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: during investigation, the keypad cover was found to be intact; no damage or peeling was observed. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was observed on the button contacts. The allegation of a keypad button response issue was not duplicated during investigation, however, there was moisture observed on the display. The pump was opened and moisture was found on the display, transceiver boards, and the keypad connector. There was evidence of moisture corrosion in battery compartment. A leak test revealed a battery compartment and bolus button leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.